Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the event onset. The patient was treated with ceftazidime injection and cefazolin injection (doses, routes and frequencies were not reported). At the time of this report, the patient was still hospitalized and the outcome was unknown. Action taken with dianeal therapy was not reported. No additional information was available.